Manufacturer narrative:
Investigation summary: one open 31g x 8mm pen needle sample was returned from lot. No. 9099918, cat. No. 320109. Visual examination of the returned sample was carried out and a bent patient end of cannula was observed. No manufacturing related issues were observed. Due to the condition the sample was returned no clog testing could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent pe cannula). The bent pe cannula would be the cause for no flow through the pen needle, hence, the customer would report that the pen needle could not deliver insulin (clogged). No manufacturing related issues were observed on the returned samples therefore no root cause can be identified.

Event description:
Material no: 320109, batch no: 9099918. It was reported that during use of the bd ultra fine¿ pen needle the pen needle bent at patient end it bent during the injection and did not deliver insulin. The following information was provided by the initial reporter: spouse reported pen needle bent at patient end. It bent during the injection and did not deliver insulin. Used a second pen needle, injection was successful.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no: 320109 batch no: 9099918. It was reported that during use of the bd ultra fine¿ pen needle the pen needle bent at patient end it bent during the injection and did not deliver insulin. The following information was provided by the initial reporter: spouse reported pen needle bent at patient end. It bent during the injection and did not deliver insulin. Used a second pen needle, injection was successful.